Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was an issue when attempting to load an exam from the iluma 3m scanner. The exam loaded onto the system with a contiguous slice warning, but an image was no visible. The thickness was listed as 0 and the spacing was .29. The representative attempted to adjust the brightness and contrast, but was unable to adjust the image. The pixel settings were updated on the system, but there was no change with how the views looked. An initial review of the logs done by technical services (ts) show that the issue could be replicated.

Manufacturer narrative:
Software investigation through design analysis determined that the behavior described per "the representative was able to trouble shoot with the manufacturer of the scanner and resolve the issue" was the intended behavior of the software. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative was able to trouble shoot with the manufacturer of the scanner and resolve the issue.